Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had over-sensing and under-sensing of arrythmias. The lead is still in use. No patient complications have been reported as a result of this event.